Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd intravenous catheter 22g angiocath the catheter separated from the hub. There was no report of patient impact. The following information was provided by the initial reporter: when a catheter was taken out of the package and turned, the mandrel broke the catheter in my hand. The puncture was removed immediately and punctured again.

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported while using bd intravenous catheter 22g angiocath the catheter separated from the hub. There was no report of patient impact. The following information was provided by the initial reporter: when a catheter was taken out of the package and turned, the mandrel broke the catheter in my hand. The puncture was removed immediately and punctured again.